Event description:
It was reported that a patient underwent a catheterization procedure on an unknown date. Following the procedure, the deployer selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the advancer tube failed to engage and the deployer was unable to complete the deployment of the device resulting in manual compression (duration unknown). No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1333701) indicated that the device lot met all established performance criteria prior to shipment.